Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had missed 5 beats during a procedure. Local representative checked the device and informed that patient that the lead might be cracking. Boston scientific technical services (ts) referred patient to the physician. This device remains in service. No adverse patient effects were reported. Additional information indicated that this crt-p was explanted and was replaced with different model. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had missed 5 beats during a procedure. Local representative checked the device and informed that patient that the lead might be cracking. Boston scientific technical services (ts) referred patient to the physician. This device remains in service. No adverse patient effects were reported.